Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing diagnostic procedure, and the procedure was aborted. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. A review of the log file confirmed that the suite-pc did not start. Upon functional testing, the fse found that the suite pc was not starting up properly, causing the start-up issue. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the suite pc, necessary software installation and reconfiguration of the settings by the fse resolved the reported issue and restored the functionality of the system. After replacement and necessary software installation and reconfiguration of the settings, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the device did not boot. The system was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer visited the customer¿s site and replaced the suite computer. The device was returned to expected functionality.